Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) with pyloric dilation procedure performed on (B)(6) 2013. According to the complainant, the procedure was completed with this device; however, during removal from the stomach, it was noticed that the balloon was not fully deflated and the device got stuck in the scope. The scope was pulled back and forth in an attempt to remove the device and at this time, a laceration of the stomach was noted. It was reported that laparoscopic repair of the laceration was performed and the patient was fine. Attempts to obtain further patient and procedure details regarding this event have been made, however no information has been received. If any information is obtained, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) balloon deflation failed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.